Event description:
Occlusion alarms were reported. There was no adverse impact on the customer¿s blood glucose level. The customer was instructed by tandem technical support to disconnect from the site and load a new, empty cartridge onto the pump before delivering a bolus, which completed successfully. However, a one-time replacement pump was sent to the customer.